Manufacturer narrative:
Results: the pet lock was intact on the ruby coil pusher assembly. The pusher assembly was fractured approximately 25.0 cm from the proximal end. The coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is withdrawn forcefully against resistance, damage such as this may occur. Further evaluation confirmed the coil was detached from the pusher assembly. If the pusher assembly becomes fractured, the pull wire may prolapse, causing the coil to unintentionally detach. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the ruby coil through the px slim delivery microcatheter (px slim), the ruby coil pusher assembly became bent and was removed. While the physician was removing the ruby coil from the px slim, it unintentionally detached. The procedure continued using new ruby coils. There was no report of an adverse effect to the patient.